Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported injecting 3.8ml of juvéderm® voluma¿ with lidocaine into the ck1, ck3, ck5, nl1, nl2, m1, and under eye, and 2ml of juvéderm® volift¿ with lidocaine into the tear trough. One week post injection, patient began to experience pain on right-side of upper lip, central and lateral incisor teeth, and canine tooth. Patient states the pain radiates from corner of mouth to ear "when exposed to extreme temp or stressed out". Patient was treated with a neuro relaxant. Symptoms are ongoing. This relates to juvéderm® volift¿ with lidocaine.